Event description:
It was reported to resmed that an astral device displayed an error message (sf138) related to the pneumatic block. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The software was upgraded to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).